Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was unable to confirm the issue - the pressure was failing on the revel. Service technician performed a complete evaluation and testing on the vent and it passed 66 hrs. Of extended test at customer setting without any critical alarm condition. The unit also passed the initial final test and initial alarm volume test using automated test fixture which test the total functionality of the vent with no issues, and with all readings within the required specifications. Vent was then opened and inspected and no anomalies were noted. Ventilator was processed through service to meet all factory specifications and standards.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the pressure was failing on the revel ventilator. The customer confirmed that there was no patient involvement associated with the reported event.